Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump battery compartment was cracked. The reporter confirmed that there were no power issues related to this complaint. During review of the pump the patient noted that there was moisture ingress noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings:the battery compartment is cracked at the top of the compartment; the returned battery cap was able to successfully tighten to the pump. The pump battery compartment was found to be leaking but no there was no additional moisture on the pump internals. Unrelated to the complaint, the pump display screen contrast was found to be dim with a pinkish coloration.